Manufacturer narrative:
The customer's complaint of 'distal and proximal occlusion failure to alarm' is confirmed at start up. The probable cause is damaged parts. E1: initial reporter (full) phone no: (B)(6).

Event description:
The complaint event involved a pompe plum 360¿, français canadien, compatible avec le logiciel ICU medical mednet ¿. The customer care department at the facility reported that the infusion pump did not detect distal proximal errors. There was no alarm when the problem occurred. There was no patient involved and no human harm reported.